Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bad lld springs and plunger clamps in the problem area of the pipetter assembly. The fse replaced lld springs, plunger clamps and a lip clamp. The instrument was inspected, tested without further problem, and returned to service.